Event description:
Lap chole - "slivers of plastic were said to have fallen off of trocar during the procedure. Operating room director was in the room and noticed it and asked what had just fallen into the patient. Surgeon replied that it was a piece of trocar and that it has occurred many times before. The piece was retrieved and a portion of it is included in a cylinder container to be shipped to rga." Patient status: "ok."

Manufacturer narrative:
Investigation summary: seven (7) sterile units and a sample of retrieved plastic shavings were returned for evaluation; the incident product was not returned. No damage was noted to the sterile samples and no loose particulate or plastic similar to the returned sample was found within the pouches. Visual inspection of the shaved material did not indicate a match with any color of material used to assemble ctr03 devices. A fourier transform infrared spectroscopy (ftir) analysis of the material yielded a closer match to a different polycarbonate manufacturer than used in the ctr03; however, as the event sample was not returned, an analysis could not be performed to confirm whether the shaved material returned by the customer originated from an applied trocar. Plastic shavings matching the returned sample were able to be reproduced by use of a harmonic scalpel grasper and harmonic scalpel hook blade. To produce the shavings, the harmonic scalpel was scrapped along the interior of the cannula. The corners of the scalpel's distal tip are sharp enough to scrape the interior of any disposable cannula during off axis instrument insertion and our testing has indicated that the effect is greatly exaggerated should the instrument be energized while passing through the cannula. The 5mm cannula and obturator manufacturing processes were evaluated by engineering. The review confirmed that the returned, plastic particulate was not caused by a manufacturing defect or remnant. Cannulas are injection molded as a single piece and do not require any processing such as machining or lathe work. Additionally, all injection molded components are inspected to ensure they are free of plastic particulate prior to quality control acceptance of the lot. Our sales and engineering team will continue working with your surgical staff to alleviate any future occurrence of this failure mode.